Manufacturer narrative:
Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusion will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the core and coils. The core was detached at the distal end of the hypotube. The fracture faces were ovaled as if kinked prior to separation. There was corrosion present on the proximal solder. There were two kinks in the shaping ribbon 2 mm and 5 mm proximal to the tipball. There was no other damage noted to the guide wire. The tip was tugged on to verify the core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire core separation has caused or contributed to pt injury previously. Device issue: guide wire core separation. It was reported that the procedure was to treat an occluded av fistula graft. It took quite a bit of aggressive maneuvering to finally get the bmw guide wire to cross through the occlusion. The lesion was ballooned a couple of times to complete the procedure. Upon removal of the guide wire, the coils were observed to be unraveled. The entire guide wire was able to be removed with the guiding catheter. No intervention was required. No pt effects were reported. No additional event or pt info is available.